Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 13723 was returned and analyzed. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for 12 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. All temperature, pressure and flow values were in range without any oscillation or overshoot. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.206 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.